Event description:
Discoloration & erythema & distension in the lower medial aspect of the left breast with seromatous fluid drainage for approx 15 days. Dr made the decision to remove the mammary implant.